Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to another meter (hospital meter). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2017, 8:00am when he obtained alleged glucose result of 143mg/dl on the subject meter compared to 35mg/dl on the other meter, performed more than 30 minutes apart. The reported time difference of greater than 30 minutes makes this comparison invalid for the purpose of determining an inaccuracy. The patient manages his diabetes with insulin (self-adjuster), diet and exercises 3 times a week. He stated that 2 hours after the alleged product issue began he reported feeling lightheaded and denied that he received any treatment. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.